Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had foreign material (fiber) in the inner part of the distal tip. It was not specified during what type of device usage the event occurred. There was no patient injury or medical intervention associated with this event.